Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. Biomed trying to follow up with them regarding device support and calibration errors. It was determined the device had a failed mixing pump. Parts and price provided. They called back a third time requesting a 2000 hour service quote. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 103 and 25. Per additional information updated from ttm on 24feb2026, biomed had device giving calibration errors 80 and 25. Biomed trying to follow up with them regarding device support and calibration errors. Per review of wo notes, called back and stated they failed calibration error 80. It was determined the device had a failed mixing pump. Parts and price provided. They called back a third time requesting a 2000 hour service quote.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 103 and 25. Per additional information updated from ttm on 24feb2026, biomed had device giving calibration errors 80 & 25. Biomed trying to follow up with them regarding device support and calibration errors. Per review of wo notes, called back and stated they failed calibration error 80. It was determined the device had a failed mixing pump. Parts and price provided. They called back a third time requesting a 2000-hour service quote.